Event description:
It was reported that during a ptca procedure the guidewire appeared to unravel. The device was removed without pt injury. Upon return investigation it was determined that the core wire had separated and therefore is being filed as an MDR based on investigational findings.